Event description:
It was reported that upon loading software to the programmer via the universal serial bus (usb) the screen was fading in and out. It was further requested that the keyboard be reattached and that the hinges for the lid be checked. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen was fading in and out, this is due to a loose connection between the circuit board and the display. It was also noted that the left keyboard hinge was broken, the electrocardiogram (ECG) connector was loose in the link electronic module (lem) circuit board, and the display drops. (B)(4).